Event description:
Reporter noted posterior capsule tear had occurred during procedure; vitrectomy required. Went to vitrectomy mode and error message came up; cycled power and continued. Pt reported as fine.